Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A few hours after the procedure, the patient experienced severe abdominal pain. On (B)(6) 2019, the patient went to the emergency room (ER), where an abdominal computed tomography (CT) scan and blood tests were conducted. The CT scan showed no unusual findings or a stoma site infection. The blood test showed a leukocyte count of > 20,000, indicating an infection. The patient was treated with an unknown systemic antibiotic for the unspecified infection.